Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump makes a grinding noise while it delivers insulin. The customer's blood glucose levels are unknown. The customer stated he had to use twice as much insulin to bring his blood glucose levels down, and the reservoir compartment is loose. Standard troubleshooting was performed but not completed. The product has been returned. Nothing further was reported.